Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a polypropylene mesh for vaginal prolapse surgery in 2010. According to the complainant, the patient had recurrent posterior vaginal mesh erosion with pain and bleeding. On (B)(6) 2015, she underwent surgery for stress incontinence and second excision of vaginal mesh erosion. The patient had two occasions of mesh erosion in four years requiring surgical excision. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.